Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon could not be dilated during the procedure to treat the left anterior descending artery which had moderate calcification. No additional info is available. No pt effect reported. This event is being reported based on the rg lab analysis which revealed a balloon rupture.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen. There was contrast on the shaft and in the balloon. The balloon was loosely folded. There was a longitudinal rupture in the distal taper extending proximally for a length of 8.5 mm. There was a kink in the inner member 1 mm proximal to the distal marker. There were no scratches visible. There was no other damage noted to the balloon catheter. The balloon catheter will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering has reviewed the incident info and the analysis of the returned product, which is consistent with the reported info that the product was prepared for use, advanced over a guide wire, and attempts were made to inflate the balloon. Sem analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as there were partial longitudinal tears observed along the inner surface. Balloon ruptures can be affected by numerous factors including, balloon damage during processing of the balloon material, materials, interactions with other devices, a previously implanted stent, anatomy, calcification and tortuosity, or insufficient prep. Damage to the inner surface of the balloon is most consistent with exposure conditions during procedure, high stress being applied to the balloon materials and/or multiple inflations during the procedure. Since this damage was not reported durin product inspection, and there were no leaks noted as the catheter was prepped for use, this suggests that the rupture occurred during or after the procedure. The lesion was reported as moderately calcified, which may have contributed to the reported rupture. There was also a kink observed in the inner member near the proximal end of the distal balloon marker band. As this damage was not originally reported, the inner member may have become kinked during the procedure or due to further handling after the procedure as it was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. Based on the info received with this complaint and the analysis of the returned product, the reported difficulty inflating the catheter appears to be related to the longitudinal rupture in the balloon; however, a definitive cause for the balloon rupture cannot be determined.